Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Lvad pump hw23969 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 38 high watt alarms have been logged since (B)(6) 2017 confirming the reported event. Log files indicate an increase in power consumption starting on (B)(6) 2017 leaving to parameters outside the normal operating range on (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device malfunction. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) team that the patient was admitted on friday evening with high watt and high flow with no signs of hemolysis. The perfusionist sent log files and we saw an increase of power. The surgeon and intensive care unit (ICU) medical doctor (md) decided on lyse therapy twice, on (B)(6) 2017 and (B)(6) 2017. On monday the surgeon stated that the lyse therapy was successful. Patient is now stable on the normal ward. No additional information available.

Manufacturer narrative:
Correction: date MFR received on the initial report was 2017-01-22 this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient was transferred on (B)(6) 2017 to a peripheral hospital. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.